Event description:
It was reported that the patient was hearing a steady tone from the device at random times. Two separate device interrogations revealed no patient alerts. Also reported was device programming/telemetry difficulty. A manufacturer's engineer discussed the issue with the physician, and noted that the randomly sounding constant tones from the device indicated, there were no inherent patient alerts, and "no actual device therapy problems." However, the tones could be indicating the detection of magnetic fields which could possibly suspend device therapy. The physician elected to replace the device. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient was hearing a steady tone from the device at random times. Two separate device interrogations revealed no patient alerts. Also reported was device programming/telemetry difficulty. A manufacturer's engineer discussed the issue with the physician and noted that the randomly sounding constant tones from the device indicated there were no inherent patient alerts and "no actual device therapy problems." However, the tones could be indicating the detection of magnetic fields, which could possibly suspend device therapy. The physician elected to explant and replace the device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.